Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 32 fractured. Construction was a removable denture placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.